Event description:
The physician stated that the outback re-entry catheter's firing mechanism handle was broken and that the needle would not fully retract. The product was not clinically used in the patient and will be returned for analysis. No damage was noticed on the device prior to use. The device was prepped per IFU and all ports were flushed. Heparinized saline was used for preparation.

Manufacturer narrative:
The product is available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The physician reported that the outback re-entry catheter's firing mechanism handle was broken and that the needle would not fully retract. The product was not clinically used in the patient. No damage was noticed on the device prior to use. The device was prepped per IFU and all ports were flushed. Heparinized saline was used for preparation. It was reported that the account uses many outbacks and are very proficient in its prep and use. One non sterile outback was received coiled in two plastic bags; tip was protected with foam, and inside a plastic container. The needle was fully retracted. The handle was reviewed and no damages were detected. Pressurized water was applied to the catheter through the guide wire port, and exited through the cannula port (as expected) and when applied through the hemostatic rotating valve exit through the tip (as expected); no anomalies were detected. A 0.014" guide wire was inserted through the tip and exited through the guide wire port as expected. The guide wire was then inserted through the guide wire port with the cannula retracted, and exit through the tip. Finally the guide wire was inserted through the guide wire port with the cannula deployed, and exit through the cannula (as expected). In none of the cases resistance was noticed. The cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be determined. Based on the available information, no conclusion can be made regarding possible factors contributing to the reported event. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process; no discrepancy was found with functional testing of the returned unit. Therefore no corrective action will be taken.